Manufacturer narrative:
The driver is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, the product is distributed within. The driver was reviewed under magnification and confirmed that the failure appeared to be the result of torsion, which is consistent with the designed use of the driver. The DHR was reviewed and no non-conformances or issues during the manufacture or release of the product were identified that could have contributed to the issue reported. Based on the evaluation and the information provided, the most likely cause is possibly due to applying excessive torque to the driver after the screw was completely seated. The surgical technique, includes a statement regarding the proper method for inserting screws into a plate: "caution: use care not to over-tighten once the screw head locks into the plate, as this can result in stripping of the screw head or deforming the driver tip." Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2017, a sales representative reported that one driver (1405-2104) tip broke during the case. It was reported that the tip was unable to be removed from the head of the screw, which was implanted in the patient. There was no resulting delay in the surgery, a backup device was available and the overall procedure was successful.